Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but are not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems are leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the investigation. In this case, it is possible that the stent may have not been positioned correctly in the anatomy to properly seal the perforation; however, as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. Although a conclusive cause cannot be determined for the reported failure to seal, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a perforation occurred during balloon inflation with a non-abbott balloon. The graftmaster was placed without issue; however, a small area of perforation remained after the stent was deployed. No further treament was administered for the small remaining area of perforation. The patient was kept under observation and the perforation resolved itself without further treatment. Ease of handling the graftmaster was reported to be excellent. No patient effects were reported. No additional infomation was provided.